Event description:
Two years after the index procedure, the patient was admitted to hospital with a myocardial infarction. Increased cardiac enzymes, st elevation and restenosis were also found. The patient had a new urgent procedure.

Manufacturer narrative:
This patient presented with an inferior posterolateral mi and 3-vessel disease was found. Pre-procedure medications aspirin, long acting nitrates, beta-blocking therapy, clopidogrel, lipid lowering agent, angiotensin ii and antagonist. Three 3.5x18mm cypher stents with the same catalog and lot numbers were deployed in the mid lad at 14 atm, the distal circumflex at 14 atm and the mid rca at 16 atm, respectively. Ck and troponin I enzymes were normal post-procedure. The patient was discharged without anginal complaints and was discharged to another hospital for recovery. Approximately two years later, the patient was reported to have experienced a myocardial infarction with new q-wave formation and was hospitalized for five days. EKG was performed and showed pathological q-wave. Other electrographic abnormalities were st elevation 2-4 h; dii-diii-a vf v4-v6 and st depression a v6 v1-v2. The mi was located in the posterior, inferior and lateral. New st changes were observed. Ck changes were 19,80 above upper limits and troponin was 15,80ng/ml at the initial check. At the second check approxmately five hours later, the ck was 33,05 above upper limits and troponin I was 56,40 ng/ml. At the third check seven hours later, the ck was 31,09 above upper limits and the troponin I was 67,54 ng/ml. 90% stenosis was also found in the stent placed in the mid rca. The lesion was 15-20mm in length. Urgent re-ptca was performed the same day with a 2.5x15mm voyager and a 3.5x20mm maverick. Timi ii flow was recorded pre-procedure and iii post-procedure. There was 10% residual diameter stenosis. Intra-procedure medications included aspirin, heparin and nitrates. Please note that this product, is not distributed in the united states. However, it is similar to the united states distributed product. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.